Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during procedure the subject device had blurry image. There were no reports of patient harm.

Event description:
It was reported that during procedure the subject device had blurry image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "image display is blurry" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, minor scratches on distal edge, loose handle. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.